Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd bactec 9050 system acquired false positive results. There was no report of patient impact. The following information was provided by the initial reporter: "there were 1 bottle became positive after entry 40 minutes. Re-entry were negative. Checking with microscope also were negative.'

Manufacturer narrative:
H.6 investigation summary: a failure was reported on a bd bactec 9050 (p/n 445800, s/n (B)(6)). Customer reported false positive issues on their instrument. Bd remote assistance worked with the customer checking the room conditions, the power supply and the log files. All were found in proper working conditions. The application team checked and found the sample contained to much white blood cells causing the false results. The root cause was too many white blood cells in the sample. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. This complaint is not an early life failure (elf) of the device. Since the installation of this instrument, there have been service events, including pms (preventative maintenance) which have altered the instrument from its original state. Therefore, review of the device history record (DHR) from manufacturing is not applicable. Service history review for this instrument was completed and revealed no previous complaints related to results issues. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10.

Event description:
It was reported that bd bactec¿ 9050 system acquired false positive results. There was no report of patient impact. The following information was provided by the initial reporter: "there were 1 bottle became positive after entry 40 minutes. Re-entry were negative. Checking with microscope also were negative.'